Manufacturer narrative:
The unit had no button response due to a corroded keypad. The unit could not confirm the motor error alarm due, or perform the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, or occlusion test to an unresponsive keypad. The motor was tested outside of the device and passed. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked case near the display window corners, cracked on the display window, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a motor error alarm. The customer was able to clear the motor error alarm. The customer's blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.